Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremors and movement disorders. It was reported the patient woke up this morning and their right hand was "all over the place". The patient charged their implant but they couldn't get their stimulation turned back on. It took so long to get the ins charged again, according to the patient. The patient programmer showed the stim was off. When they turned the stimulation on, it gave the patient a jolt and made them sit up fast. The right hand was now steady. Troubleshooting resolved the reported issue. No further complications were reported as a result of this event.